Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high threshold on the right ventricular (rv) lead. The lead was capped and replaced. It was also noted there was premature battery depletion on the cardiac resynchronization therapy defibrillator (crt-d). The device was explanted and replaced. No patient complications have been reported as a result of this event.